Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve this issue.

Event description:
The technician alleged the brakes are ratcheting while in brake mode. No pt impact.